Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Gore has requested additional information from the reporter.

Manufacturer narrative:
Concomitant medical products: added the patient¿s medications: allopurinol, diltiazem, finasteride, glucosamine, indapamide, metoprolol, omega 3, rapaflo, vitamin b-12, vitamin d, warfarin, coumadin, percocet, toprol-xl, rapaflo, synthriod, oxycodone, cholecalciferol, cyanocobalamin, levothyroxine sodium, silodosin, xanax, docusate, diauldid, zofran, pyridium, miralax, senokot, hydromorphone, morphine sulfate, ondansetron, sodium chloride, polyethylene, alprazolam, senna, phenazopyridine, promethazine, vitamin b complex, vitamin c, folic acid, simethicone, acyclovir, zovirax, sodium biphosphate, colace, cardizem, and amlodipine.

Event description:
It was reported the patient underwent multiple hemodialysis treatments on (B)(6) 2015 to treat the occlusion of the renal arteries by the endoprosthesis. The patient reportedly tolerated the hemodialysis procedures well. It was noted the patient was scheduled to undergo an arteriovenous fistula implant on (B)(6) 2015. It is unknown if the arteriovenous fistula implant procedure was performed. There was no reported cause of the complete coverage of the renal arteries.

Event description:
On (B)(6) 2014, the patient was reportedly implanted with three gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2014, CT angiography reportedly identified complete coverage of both renal arteries. It was reported there was no migration of the device. No further adverse events were reported, and no medical records have been received or reviewed to date.